Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported, "it will work for a little while then it stops working with a fatal error then sounds with an alarm. After reboot, it works fine." This system failed to produce fluoroscopy x-ray. There was no patient injury or death reported.